Manufacturer narrative:
The device reported in the complaint incident was not returned for evaluation. The implant was not removed. No lot number or serial number was provided by the account. Due to the lack of information provided by the account the investigation could not be completed.

Event description:
The set screw loosened and the rod was unstable. The patient has been faced with low back pain recurrence and the doctor has investigated and found that it has been occurred by the loosening of the set screw and rod unstable. The doctor totally confident that he firmly tighten set screw to pedicle screw by stop tightening the set screw after hearing the second sound from the torque wrench.